Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they did not have a back-up plan. Customer stated that the plunger gets stuck and he is not able to move it all and that this is constantly happening. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the sets needed to be changed. A new infusion set was sent to the customer.